Manufacturer narrative:
Exact date unknown, event occurred 3 to 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult and not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a MRI (magnetic resonance imaging) capable device and was doing well postoperatively. The explanted ipg will not be returned.